Event description:
It was reported that during a surgical procedure at the user facility the device's smoke evacuator failed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.